Event description:
Approximately four days post index procedure the patient presented with an acute recurrent myocardial infarction. At the time of arrival at the cath lab the patient was pulse-less emergent resuscitative measures were started. The patient was already intubated. Emergency visualization and angioplasty of the right coronary and circumflex artery were carried out. However the patient had a ventricular standstill, and he started showing clot formation in the left antrior descending artery system, which was brought open easily. The patient, despite multiple attempts at cardioversion, could not be resusciated and after approximately 45 minutes the code was called off and the patient was pronounced dead.